Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The device was not defective. The sterilization record for this lot of sensor was reviewed and the sensor was sterilized as per specifications. The potential develop pain at the insertion site is a known and anticipated adverse effect of the system.there is no remedial action/corrective action/preventive action/field safety corrective action required in this case as the device is not defective.the potential develop pain at the insertion site is a known and anticipated adverse effect of the system. The patient visited the healthcare facility and they decided to remove the sensor on his request.

Event description:
Senseonics was recently made aware of an incident where the patient reported pain at the insertion site since the insertion of the eversense sensor. The pain was reported to be strong and the patient had to treat himself with an analgesic to reduce the pain. The pain was classified to be significant during physical sports activities as well as during the vibration of the transmitter. The patient has reported that he would like to discontinue with the eversense cgm system currently due to the experience of pain.